Event description:
Report received of tubing separation during infusion. An unknown pt was receiving an unspecified maintenance IV fluid at an unspecified rate. It was reported that during the infusion the tubing separated at the clave y-site which resulted in an unspecified amount of fluid leakage. There was bleedback noted up to the y-site where the tubing separated, but no report of blood loss. Customer reported that the nurse changed the tubing set at once and resumed the infusion without problems. No report of pt harm or significant delay in therapy. No additonal info was available.